Event description:
It was reported the sensor reading are off. Customer's blood glucose was 130 mg/dl and the sensor glucose was 60 mg/dl. Customer's mother stated the issues occurred while customer was done swimming. Then the device started to alarm change sensor. Customer's mother stated the insulin pump was great but it was hard to get the sensor and the device to work together. Customer's mother was unable to upload to carelink. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.